Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain, diarrhea, and cloudy effluent. The cause of the peritonitis was reported to be an immunologic situation of the patient and the patient had good adherence to the aseptic technique. On the day of onset, the patient was treated with cephalotin 2 grams intraperitoneally for a single dose and amikacin 400 milligrams intraperitoneally for a single dose for the peritonitis event. One day after onset, the patient began treatment with cephalotin 1 gram per day intraperitoneally and amikacin 200 milligrams per day intraperitoneally for the peritonitis event. Antibiotic therapy with cephalotin and amikacin continued until the day of death. The cause of death was an unrelated event. The patient was not hospitalized for the peritonitis event, but on the same day as death the patient returned to the hospital, was hospitalized, and passed away at the hospital. It was not reported if the patient was recovered from the peritonitis event prior to death. An autopsy was not performed. Capd therapy was ongoing up until death, but it was unknown if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.